Event description:
It was reported that the fluid's path was not primed prior to use. The patient registered a blood glucose level of 234 mg/dl. The cannula was found to be bent and the patient reused the same cannula due to unavailability of a new cannula. This practice is off-label. No patient injury or complications were reported in relation to this event.